Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 24.6 mmol/l. The customer stated that they tried to change the pump and it would not rewind. The customer stated that the pump read fill reservoir connect tubing. The customer stated that she went back to the rewind screen and selected new reservoir. The customer stated that the rewound was complete but the piston never moved so she could not put the reservoir in. The customer stated that she could not receive any alarms. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed insulin flow blocked during the seat test due to dried insulin on the motor slide. Unable to perform the rewind test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin flow blocked alarm. The insulin pump was missing the retainer, the reservoir tube o-ring and serial number label. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.